Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high and low blood glucose. Also, the customer reported the pump has cracked on the side of the battery compartment, and the pump was possible underdelivering. The customer reported a blood glucose value of 40 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion) and the manual injection/insulin pen. Also, the customer reported hypoglycemia was treated with the glucose/carb intake and assisted/self-treatment of severe glycemic excursion (major severity). The blood glucose was high for greater than 4 hours. The event involved products mmt-397a, mmt-332a, and mmt-1880. Troubleshooting was performed for the cosmetic damage, and the crack was impacted the pump's functionality. Troubleshooting was performed for low and high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high and low blood glucose event. The customer was not used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a and mmt-332a. Mmt-1880 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Delivery anomaly-possible under delivery not confirmed. The test battery was removed and reinserted with no failed battery test alarm noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received without a battery. No damage noted on the battery cap. No damage noted on the belt clip rails (related svn (B)(4)). The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: scratched case, pillowing keypad overlay and stained keypad overlay. On the primary svn (B)(4), there were boluses listed on the event date 05-jan-2026 in the pump history file. On the primary svn (B)(4), there were no autosuspend alarm or usersuspended alarm noted in the pump history file. On the primary svn (B)(4), on the event date of 05-jan-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 222750 (22.275 u) and dailytotalofbolusinsulindelivered = 30000 (3 u) which is equal to the dailytotalofallinsulindelivered =252750 (25.275 u). On the primary svn (B)(4), perform the history review 1 week from the event date 05-jan-2026, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Delivery anomaly-possible under delivery not confirmed. Damage- cracked case battery tube confirmed at the back of the pump (primary svn (B)(4) and related svn (B)(4)). (Related svn (B)(4)) power problem-failed battery test not confirmed during testing. (Related svn (B)(4)) damage- belt clip rails damage or missing not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.